Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set tubing bent event on (B)(6) 2024, which caused occlusion. Blood glucose levels were reported to be 191 mg/dl during the event, which lasted one hour. Patient changed the infusion set and resumed insulin deliveries. No further information available.